Manufacturer narrative:
(B)(4). (B)(6) 2020 there was no reproduction of the phenomenon at the time of the visit; but it was replaced because the back vent micro switch was deteriorated. "The ;" and a leak test pass was confirmed. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The microswitch was replaced and the ventilator circuit was disassembled and cleaned. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing loss of mechanical ventilation. There was no report of patient injury.